Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting and significant reduction of irido-corneal angles. The icl was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device not available. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Date of event: unk. (B)(4). Evaluation, method - work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).